Event description:
It was reported that this left ventricular lead exhibited low amplitude, high pacing thresholds and loss of capture. It is suspected that the lead was dislodged. The system was evaluated and with reprograming the measurements went into normal limits. This lead remains in service. No further adverse patient effects were reported.